Event description:
It was reported that the pump declared an altitude alarm 21, which resulted in the suspension of the customer's insulin delivery. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to remove obstructions from the pump's speaker holes, gently clean them, and reconnect the insulin cartridge before waiting for the insulin to resume normal operation. After following these steps, the pump was able to resume normal operation without recurrent issues. The customer received tips for preventing future altitude alarms and acknowledged the advice provided.